Manufacturer narrative:
The reported event of high impedance was confirmed. Final analysis found that timing violation on the static random access memory (sram) chip due to storage at cold temperature caused an erroneous state in the inhibited-write queue, leading to false pacing lead impedance reading of 1600o. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device implant. After the leads were connected to the generator, the leads were tested. When performing impedance tests on the right ventricular (rv) lead, the test repeatedly got an impedance of 1600 ohms. During implant, the lead impedance was in the 500 ohm range. The physician disconnected the right atrial (ra) lead and plugging it in to the rv port and again got an impedance of 1600 ohms. The leads were disconnected from the device and again received an impedance of 1600 ohms on the rv lead with an open circuit. The device was removed and replaced. The patient was stable.